Event description:
It was reported that the customer experienced a button error on his insulin pump. The keypad of the insulin pump was unresponsive. The customer's blood glucose level was 85 mg/dl. Insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.